Manufacturer narrative:
Concomitant product(s): product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0p7r6, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0p7r6, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0p7r6, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0p7r6, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The consumer reported that the patient had experienced a shocking and buzzing in the head where the implantable neurostimulator (ins) and wires meet on the side of the head which had started (B)(6) 2104. The patient was experiencing the shocking sensation when laying down and moving his head especially at night. It was further described as hearing the electricity and sometimes it was worse when the patient was in a bath or in water. The patient's indication for use was parkinson's dual and movement disorders. The patient's healthcare professional had been notified of the patient's situation. Further follow-up is being conducted to obtain information about troubleshooting performed, actions/interventions taken, outcome and the cause of the event. If additional information is received a supplemental report will be submitted.